Event description:
The customer contacted product surveillance reporting an overinfusion of insulin during use of a flo-gard infusion pump on a female patient, who as admitted to the emergency room (ER) complaining of flank pain, vomiting and a fever. At 4:58pm, the following vitals were taken at the ER: pulse-150, respiratory-22, blood pressure (bp)- 128/90, and oxygen saturation of 100% room air. The pt stated pain was an 8 out of 10, (10 being severe pain). The pt was recently diagnosed with diabetes type ii in a hyperosmolar state, possible diabetic ketoacidosis, and urosepsis. The pt received a liter of normal saline as a bolus at 7pm. At 6:30 pm, the patient's blood glucose reading was 515. At 7:46pm, the infusion pump was set to infuse 5 units/hr of a 100 units insulin/100ml saline mixture with a total of 20ml to be infused. Within the hour, the pump had infused all 100ml and alarmed "air in line." The pt was to remain on normal saline (started at 8:40pm) throughout the evening and the following additional glucose readings/time taken were observed: 346/8:30pm the same day, 195/9:37pm, 198/10:54pm, 196/11:30pm, 213/11:50pm, 295/1:00am (the next day), 290/1:58am, 186/3:00am, 154/4:00am, 107/5:15am, 98/5:56am, 154/7:57am, 145/8:56am, 162/10:00am, 141/11:00am (the same day). The medical doctor was notified. The patient's vital signs after the overinfusion at 9:30pm the day prior, were as follows: pulse-124, respiratory-18, bp-132/75, oxygen saturation-96% on 2 liters. The pt was not receiving any other medication intravenously. It is unknown if any difficulty was experienced while loading the tubing set. The tubing is no longer available and the product code and lot number of the tubing is unknown. The pt recovered from the incident. No further info is available.